Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) ipg; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not pacing in the bipolar mode. The lead was capped and replaced. No patient complications have been reported as a result of this event.